Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced an electrical reset. The patient denies being exposed to any significant emi, although he does keep his cell phone over his device. The device is still in use. No patient complications were reported as a result of this event.